Manufacturer narrative:
A customer alleged the generation of target 1 negative and target 2 positive results with the cobas® sars-cov-2 assay when compared to positive results for two targets generated by the thermofisher sars assay for the same samples. Only the thermofisher results were released and no harm was alleged. An investigation confirmed the roche results were valid and expected. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged the generation of target 1 negative and target 2 positive results with the cobas® sars-cov-2 assay when compared to positive results for two targets generated by the thermofisher sars assay for the same samples. Only the thermofisher results were released. The customer workflow showed that samples were collected with beaver sample collection kit or the 5 ml vtm. They also mixed 350 microlitres of the sample with 500 microlitres of lysis before testing, which is not recommended according to the methods sheet. This practice could possibly have an effect on the 6800 results. The thermofisher assay is dual target but does not use the same targets as the cobas® sars-cov-2 assay. Additionally, a higher concentration of the sample is used on the thermofisher assay, when compared to the cobas® sars-cov-2 assay. Therefore the same samples were not being compared between platforms, especially as the customer is mixing the (6800) samples with lysis. From the data the CT values are indicative of samples near lod. The results generated with the cobas® sars-cov-2 assay were valid and as expected. The samples were handled off-label and the 'same' samples are not being compared between the assays. Based on the totality of the information and data provided, no product problem was identified.